Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # tgm454520j, serial (B)(6) , UDI (B)(4). H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for thoracic descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Two ctag acs (distal tgmr373720j, proximal tgm454520j) were successfully implanted with a 2-debranching technique. The final angiography showed no problems except for a suspected type ii endoleak. The patient tolerated the procedure. On (B)(6) 2024, the patient received a reintervention for a suspected type iiia endoleak. The endoleak could not be determined whether type iiia or type ii from a pre-operative CT scan. Also, it was unknown if this suspected endoleak was same as the one which was found during the initial procedure though the location of the endoleak was different. An angiography during the reintervention did not show obvious endoleaks. An additional ctag ac was placed at the device junction site as what could to be done at this time. The patient tolerated the procedure. The reporting physician commented as follows: in the end, the type of endoleak was unknown.